Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to report more information about their issue. The patient stated they went to their healthcare provider (hcp) last tuesday ((B)(6) 2025) and spoke with the hcp about the issue. The patient stated they told the hcp they'd had this issue before too when they were first implanted but it went away after a while but this time the pain came back with a vengeance. The patient stated the hcp told them at the appointment that their stimulation level had been "pretty low" to begin with so the hcp had the patient turn the therapy off for a bit at that appointment. The patient stated since having the therapy off, the pain had "pretty much" resolved and now the patient had called to request assistance with turning the therapy back on because they really needed the therapy and the therapy worked so well for them. The patient stated they were "clueless" when it came to using the external devices and needed assistance. The patient was guided through connecting to their settings. The therapy was off. The patient turned the therapy back on and it was at 0.6 ma on program 1. The patient stated they would normally experience the pain when they were sitting so they weren't feeling anything now, but stated they would bring the stimulation down a tenth. The patient decreased to 0.5 ma and stated they would now monitor the situation. The patient reiterated having a couple shocks on the right side of their body in the past and another shock on their left side and stated their "poor body was in so much pain" so it was hard to tell why it happened, if it was from the therapy or just their body. The patient also mentioned they woke up after their implant procedure with a gravelly voice (the way they were speaking on the phone they said was how they now sounded and they didn't have a gravelly sound before) and that they went to see their orthopedic surgeon for their neck in december and the orthopedic surgeon told the patient to wait a couple months as their body had just "gone through a lot" and to contact them again after that time about the gravelly voice if it was still happening. The patient stated they waited and they still had the gravelly voice so they reached out again to their orthopedic surgeon and they referred the patient to an ent specialist. The patient stated they'd just gone to the ent last week and the ent had told them everything seemed fine. The patient stated they just found it odd that the gravelly voice started after they woke up from their implant procedure. The patient did not mention anything further about the gravelly voice and no additional questions were asked in order to focus on the reason for the call. The patient would monitor things to see if the pain came back and would continue following up with their hcp if it did. The patient was advised they could also discuss potentially switching to a new program if the pain continued and the patient was then guided through ending their session. The patient's reason for call was met.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were not sure if they were having trouble with the implant. Patient said their butt cheeks hurt and their granddaughter smacked them right on the implant and it hurt. Patient also said the area kind of hurts then goes down to both butt cheeks and behind it goes under. Patient also mentioned they have felt a shocking sensation twice. Patient doesn't take pain pills. The patient was redirected to their healthcare provider to further address the issue. Patient said the device does help w/ their symptoms. Patient has an appointment w/ the hcp tomorrow.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.